Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required. No new information is forthcoming.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. No further details were reported.

Event description:
Reportedly, the ring was explanted and the device was implanted as a replacement. No further details were provided. The device will be not returned (discarded).

Manufacturer narrative:
Information was received throught our implant patient's registry. Customer letter not required. This was determined reportable per edwards lifesciences procedures. No additional information is available. The DHR review has been started.